Event description:
Pt experienced leaking around meatus and decreased urinary output. However with irrigation catheter seemed patent. But urine with much sediment. Bun and creatinine increased. Foley changed to previous product and immediately 1600cc urine flowed into bag. Physician though device could have contributed to pt's urinary obstruction.